Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, deformation. Observed, creases on the surface of the device. Observed, wear abrasion on the surface of the device. Observed, voids in the gel.

Event description:
Healthcare professional reported, capsular contractures on both sides. Baker grade unknown. This relates to the left side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: capsular contractures, baker grade unknown. Continued h.6(health effect - impact code): f2203.

Event description:
Healthcare professional reported capsular contractures on both sides, baker grade unknown. This relates to the left side. Device has been explanted and replaced.